Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. The customer blood glucose level was unknown. Troubleshooting was performed. Customer reports that the insulin pump had delivery issue, compass notes that the insulin pump was not keeping the accurate timing. The device will not be returned for analysis.

Manufacturer narrative:
Device or passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected time or clock anomaly noted. No frozen screen noted during test and time clock advances properly.